Manufacturer narrative:
No device analysis performed; the device met risk based criteria. Fdc code 22 replaces previous codes of type. 22 was chosen because although analysis could not be completed, the devices were explanted due to infection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial (B)(4), implanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial (B)(4), implanted: (B)(6) 2017, product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient¿s ins and extensions were removed due to a staphylococcus aureus infection. No further complications were reported. The patient was implanted for parkinson's dual and movement disorders.